Event description:
A peritoneal dialysis (pd) register nurse (rn) (B)(6) contacted (B)(6) customer service reporting that the 16-1535-0 micropore-paper tape causes a reaction on the patient (pt). The pt reacts to normal surgical tape. Stated pt develops itching and rashes. No rga is needed. The pt was given tape from the clinic. New order keyed (B)(4). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".